Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, fatigue, and phrenic nerve stimulation during atrial capture. It was reported that the right atrial (ra) lead was micro-dislodged. A revision was performed, but the patient continued to have issues. The ra lead was later explanted and replaced. During explant procedure, the ra lead was damaged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was ext rinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation was cut at 21.5 cm, 23 cm, 27.3 cm, and 28.3 cm. If information is provided in the future, a supplemental report will be issued.